Event description:
Reportedly, during a regular pacemaker check, it was found that the device was in standby mode. Reinitialization could have been done but reprogrammation of parameters was not correct. The reinterrogation of the device showed it was again in standby mode. A new reinitialization was successful with reprogrammation of parameters. However, it was unable to perform some tests (egm check, threshold test etc.) And time to recommended replacement time was not correct. Two days later, the re-operation was performed. The pacemaker was interrogated before the re-operation, and it was in standby mode again. The reinitialization was performed again, and the completion of reinitialization was confirmed. After the reinitialization, pacing mode and pacing rate were changed to vvi/30min-1. Lead impedance, wave amplitude and thresholds were measured without problems. The pacemaker function was normal during the re-operation. The device was explanted and will be returned for analysis.

Event description:
Reportedly, during a regular pacemaker check, it was found that the device was in standby mode. Re-initialization could have been done but reprogrammation of parameters was not correct. The reinterrogation of the device showed it was again in standby mode. A new reinitialization was successful with reprogrammation of parameters. However, it was unable to perform some tests (egm check, threshold test etc.) And time to recommended replacement time was not correct. Two days later, the re-operation was performed. The pacemaker was interrogated before the re-operation, and it was in standby mode again. The reinitialization was performed again, and the completion of reinitialization was confirmed. After the reinitialization, pacing mode and pacing rate were changed to vvi/30min-1. Lead impedance, wave amplitude and thresholds were measured without problems. The pacemaker function was normal during the re-operation. The device was explanted and will be returned for analysis.

Event description:
Reportedly, during a regular pacemaker check, it was found that the device was in standby mode. Reinitialization could have been done but reprogrammation of parameters was not correct. The reinterrogation of the device showed it was again in standby mode. A new reinitialization was successful with reprogrammation of parameters. However, it was unable to perform some tests (egm check, threshold test etc.) And time to recommended replacement time was not correct. Two days later, the re-operation was performed. The pacemaker was interrogated before the re-operation, and it was in standby mode again. The reinitialization was performed again, and the completion of reinitialization was confirmed. After the reinitialization, pacing mode and pacing rate were changed to vvi/30min-1. Lead impedance, wave amplitude and thresholds were measured without problems. The pacemaker function was normal during the re-operation. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the available expertise files showed that the subject device faced several resets (i.e. Switch to standby mode) since its implantation in (B)(6) 2013. The most probable hypothesis that could explain this behavior would be a hardware failure. (B)(4).